Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative replaced the consolidated ventilator interface board to correct the reported complaint.

Event description:
During routine installation testing, the ge healthcare service representative noted that the machine had an inspiratory flow alarm and tidal volume was not displayed. There was no report of patient involvement.